Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck is 23 mm in diameter at the renal, 25 mm in diameter 2 cm below the renal artery, 22 mm in diameter 3 cm below the renal artery, and 3 cm in length. The contralateral iliac limb and bifurcated stent graft overlap was only 2 cm. It was reported that the final angiogram revealed an unknown endoleak. The physician state it was a proximal type I endoleak, and implanted an endurant aortic cuff. The endoleak improved slightly however there was still an endoleak. This may have been a type IV endoleak (blushing) from the main body of the bifurcated stent graft. Now the physician thought it may be a type iii endoleak since there was only 2 cm of overlap of the contralateral limb and bifurcated stent graft. The physician elected to model the stent graft with another manufacturer's balloon throughout the stent graft. During the modeling of the stent grafts the physician over inflated the balloon and the other manufacturer¿s balloon burst, and was removed from the patient. The physician then relined the junction of the contralateral limb and bifurcated stent graft with an iliac extension. The endoleak did not resolve. The physician elected to monitor the patient, however the following day the patient reported abdominal and back pain. The physician elected to convert the patient to an open surgical repair. During the surgical intervention the physician noted that there was 1 cm tear (type iii endoleak, fabric) between the two rows of the sewn stent struts (transverse) as well as suture tears, 2 cm above the flow divider in the bifurcate stent graft. The cause of the type iii endoleak, fabric was most likely due to the over inflation of the other manufacturer's balloon. The patient was converted to an open repair sewing the dacron graft to the part of the stent graft (the suprarenal struts and two rings of the bifurcated stent graft) that remained in the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, removal of implant). Failure to follow instructions (over-inflating another manufacturer's balloon within the stent grafts, and less than recommended device overlap). Conclusion: user error contributed to event (over-inflating another manufacturer's balloon within the stent grafts, and less than recommended device overlap).